Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a pelvic reconstruction procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the dart detached from suture inside the patient during deployment of the device. Reportedly, this happened four times and four sutures were torn. There is no information if or how the detached dart was removed from the patient. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable after the procedure. Should additional relevant details become available; a supplemental report will be submitted.